Event description:
It has been reported to philips that the hose carrier on the monitor ceiling suspension fell apart and the hose was hanging down with an exposed screw. A hospital employee sustained an eye injury while cleaning the system after a procedure. The employee was kneeling under the hanging hose carrier while cleaning. Upon standing, he scraped his eye on an exposed screw of the hose carrier. The employee did not seek immediate treatment and went home. The following day, he developed a red eye and sought care at the emergency room where he received a tetanus shot and antibiotic eye drops. The employee has since recovered and returned to work. Philips will continue its investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. The investigation has determined that the event occurred outside of clinical use, during the cleaning of the procedure room. A philips field service engineer (fse) inspected the system on site and confirmed that the carrier for the hose which carries the overhead cables was hanging down. The carrier had come apart due to a nut having come loose. The fse replaced the hose carrier, cable carrier and a hose carrier with ring which returned the system to use in good working order. The replaced parts were returned for further analysis. The analysis of the hose carriers revealed a loose component on one and a bent component on another. The issues identified with the cable hose carriers are being addressed in field safety corrective action (c&r 2023-igt-bst-006). The codes have been updated based on the investigation¿s outcome.